Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find another complaint on the lot number 8498250. The product reference ab63181002 lot number 8498250 for 1090, has been manufactured in march 2022. The expiry date is march 2027. Checking the quality databases revealed no anomaly in connection with the described defect. The product reference ab63181002 lot number 849825 was made by an intermediate product reference ab631880 lot number 8255608. It seems that the hair is on the first primary packaging. We will confirm it upon receipt. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information a hair was found within the packaging of the device.